Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The reported kink and the reported detachment were able to be confirmed. The reported failure to advance and the reported difficult to remove were unable to be replicated in a testing environment as they were based on operational circumstances. It should be noted that the hi-torque turntrac guide wire instructions for use, states: do not: push, auger, withdraw, or torque a guide wire that meets resistance. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure and subsequent deviation of the instructions for use (IFU). Strong force applied (against the IFU) resulted in the reported/noted device damages (stretched/offset coils, kink/twisted/bent core) and ultimately resulted in the reported detachment. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4). The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported the procedure was to treat an unknown lesion located in the coronary artery that was heavily tortuous. The high-torque turntrac flex guide wire was advanced with strong force applied but failed to cross and became frayed. The high-torque turntrac flex guide wire became trapped in the artery due to angle/tortuosity of the vessel and during attempted removal broke off inside the artery. A micro-catheter was advanced and everything was removed from the patient. There was resistance reported during advancement and withdrawal due to the anatomy. There were no adverse patient effects or clinically significant delay in procedure. The procedure was completed with an unspecified device and angiography showed the procedure was successful. No additional information was provided.